Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. A review of the event history log found records of 'cassette not attached' and 'upstream occlusion' alarms. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso sensor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 'cassette not attaching' error. There was unknown patient involvement.